Event description:
The report received from the field indicated that during an interventional endovascular procedure for inferior vena cava (ivc) procedure, the physician deployed the optease vena cava filter upside down. The product catalog and lot number were not provided. There was no actual product/device malfunction. The physician stated that the instructions for use (IFU) and the operations for the device are confusing. There was no reported pt injury. There was no additional pt or vessel/lesion information available. Additional instruction was provided for the physician. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.